Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited a syncope episode, the patient fell on a bonfire and sustained seventy five percent surface burns. No episodes were stored at the time of the fall. The patient has a history of seizures unrelated to the device, however it is not clear the root cause of the syncope episode. No changes have been performed. This device remains in service.